Event description:
It was reported that the patient presented remotely via merlin.net and for an in-clinic check. It was noted that the pacemaker exhibited noise. No intervention was performed, and the patient will continue to be monitored. The patient was in a stable condition.